Event description:
It was reported that the user experienced a low blood glucose event with a measured value of 68 mg/dl without symptoms, self-treated with oral carbohydrate and peanut butter, and the cause of the low remained unclear. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included correction of blood glucose at home with no medical intervention and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no identifiable device malfunction and no confirmed device contribution to the event. It was concluded that the event was user-reported hypoglycemia with an undetermined root cause and no device issue identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.